Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in an unknown artery. During the procedure, there was a kink noticed in the shaft of the 3.25x8mm nc trek balloon dilatation catheter (bdc) prior to insertion into the vessel, however, the catheter was advanced into the anatomy. Resistance was noted due to the kink, and the shaft separated inside of the anatomy. All of the devices were removed from as a single unit, and nothing was left in the patient. A new 3.25x8mm nc trek bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier- use after damage.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the balloon dilatation catheter was noted to be kinked; however, was still inserted in the patient anatomy and resistance was encountered with the kink and the shaft ultimately separated. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the kinked shaft resulted in the reported resistance during advancement and subsequently resulted in the shaft ultimately separating. The investigation was unable to determine a conclusive cause for the reported kink; however, the reported difficulty advancing the device and separation appear to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9 - device available for evaluation updated from ¿yes¿ to ¿no¿. H6: medical device problem codes 2889 and 2920 added.